Manufacturer narrative:
An event regarding disassociation involving an metal head was reported. The event was confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but x-ray confirms disassociation. Need operative reports, confirmation of symptoms, examination of explanted components, histopathology to proceed further investigation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The event reported for patient experienced a head disassociation. The event was confirmed on the basis of x-ray. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but x-ray confirms disassociation. Need operative reports, confirmation of symptoms, examination of explanted components, histopathology to proceed further investigation. Furthermore, as per product recall verification response it is confirmed that none of the reported devices are subject to a recall. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient called stating that he had left hip replacement on (B)(6) 2006. On (B)(6) 2016 the patient experienced a femoral fracture and head disassociation. Patient had a revision done on (B)(6) 2016.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient called stating that he had left hip replacement on (B)(6) 2006. On (B)(6) 2016 the patient experienced a femoral fracture and head disassociation. Patient had a revision done on (B)(6) 2016.